Event description:
It was reported that the customer had unexplained high blood glucose of 202 mg/dl. Caller stated that the insulin pump malfunctioned; it was stuck in rewind mode, alarmed motor error and started delivering insulin on its own when it not supposed to. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional tests, including prime, displacement, rewind, basic occlusion, occlusion test. Unit was received stuck in motor error loop during bolus/basal delivered. E70 alarmed confirmed in history file. Unable to perform the excessive no delivery test due to motor error alarms. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had a scratched display window.